Event description:
Reporter indicated the pt presented with high lead impedance on a systen diagnostic test. The pt was admitted to the hosp due to a status epilepticus. The pt's parents report the pt has recently "been having seizures and while having seizures the pt would fall." The pt's seizure level before being implanted with the vns is unk. The pt is not feeling normal stimulation. The pt was last seen by the treating physician in 2005. A battery life calculation revealed the generator is 4.39 years until the elective replacement indicator will read yes. Good faith attemtps to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause a death.